Event description:
Quality issue- tampon [device issue]. Case narrative: consumer reported via e-mail that there is a quality issue. No injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.